Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break, and balloon rupture occurred requiring a surgical intervention. The target lesion was located in arteriovenous fistula. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated more than rated burst pressure, the balloon ruptured, and the shaft was broken. The broken pieces of the catheter were left inside the patient's vessel, and surgical intervention was performed to retrieve the broken pieces. The procedure was completed after removal of the catheter fragments. There were no further patient complications reported, and the patient is at recovery stage.